Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, the plunger passed over the iol and caught the anterior haptic, causing the lens to remain in the cartridge. There was no patient contact. The procedure was completed on same day by replacing the lens with similar one. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).